Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device is dull. The reported event was confirmed as the visual evaluation revealed that the cutting edges are damaged and therefore the device is dull. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported that the device is dull. There was no harm or adverse event for patient, operator or third party reported. No further information received.